Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 29 in the mouth, the implant did not achieve osseo- integration. Clinician noted the patient's pain and mobility. The implant was removed and another was placed on the date of event. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 29 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's pain and mobility. The implant was removed and another was placed on the date of event. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.